Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that she did not know the answers about the device eroding through the skin. She did not know if it was a problem with scar tissue. The patient had a lot of problems with scar tissue. The health care professional (hcp) did not know why she formed so much scar tissue and this was not a new issue. It was noted that the patient had problems with her pregnancy where the placenta basically ate away her uterus and part of her bowel and bladder, which was the reason for the implant. This condition had caused her to have many surgeries for scar tissue development. She had 14 surgeries related to the scar tissue development, especially on the left side where the implantable neurostimulator (ins) was. Not all the surgeries were related to the device, it was just scar tissue growth in general.

Manufacturer narrative:
Concomitant medical devices: product ID: 3889-28, lot# va0mqmy, implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: lead. Product ID: 3889-28, lot# va0mqmy, implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The patient reported that the patient's body rejected the interstim system on the left side. They explanted the entire left side system. It was noted that this was the second time that the patient's body had rejected the system. Further follow-up is being conducted. If additional information is received, a follow-up report will be sent.